Manufacturer narrative:
Eitan medical has requested additional information about the event from the customer as well as the pump and event log for investigation. To date, none were received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in the gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from the UK. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.